Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user experienced hypoglycemia and perceived missing low-glucose alerts on the ilet, stating no alerts occurred until glucose was approximately 55 mg/dl, with a documented nadir of 48 mg/dl and treatment with oral glucose tablets. Symptoms included hypoglycemia without loss of consciousness or need for medical intervention. Outcomes included self-management of the low with oral glucose and no hospitalization. Investigation included device log review and user assessment. Investigation of this case revealed that the device did generate low-glucose alerts per the logs, indicating alerts functioned as designed while the cause of the hypoglycemia and perceived absent alerts remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.